Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017  and (B)(6) 2017 for high blood glucose. The caller reported the high blood glucose was unreadable on the meter and the value was unknown. The customer was wearing the insulin pump at the time of hospitalization and was treated with an IV of fluids. The customer's current blood glucose was 94 mg/dl. Customer also indicated that they are unable to remove the battery cap from the pump and have tried all remedies.  The customer declined to troubleshoot for the  insulin pump. The insulin pump will be returned for analysis.